Event description:
The guidewire got hooked in the stent; as the physician tried to pull the wire out, the tip of the wire fractured and lodged within the circumflex artery. The report received from the field indicated that the patient had a multilink stent deployed within the circumflex three months prior. The physician was attempting to advance the guidewire across the stented circumflex lesion and into the obtuse marginal, when the guidewire hooked on the stent and sheared off. Upon withdrawal of the guidewire from the vessel, the tip separated and lodged within the circumflex. The patient was sent to the or for CABG. The patient's condition was reported as fine post-operative.